Event description:
It was reported that post cardiac ablation procedure using sphere9 catheter, the patient complained of visual disturbance while in recovery. This was initially thought to be migraine related and the patient was discharged from the facility the following day. As the symptoms persisted the patient presented for evaluation subsequently where symptoms were again considered migraine. As the symptoms still persisted, the patient presented for evaluation again where a computed tomography imaging (cti) confirmed a stroke described as a sub-acute infarct. It was suspected stroke could have occured either during or immediately post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.